Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and separated. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. These types of tissue pad and coating damage were likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was worn, and the coating on the probe was partially missing because the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic gastrectomy, the subject device was used. In the procedure, the tissue pad of the subject device was separated. The intended procedure was completed with another device. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As a result, omsc found that the tissue pad was worn and separated. And it was found that the coating of the probe was partially missing. There was no patient injury reported. This is the report regarding the tissue pad separation and probe coating missing.